Manufacturer narrative:
This MDR report has been made since a similar event has led to a recall. This event was wrongly not reported to the FDA therefore this is a followup. In november 2013, a voluntary product recall for the device was initiated and reported to the FDA under report# 8021545-11/19/2013-0006. (B)(4).

Event description:
Complainant did not have the lot number of the infusion set. He uses the conset infusion set 60cm / 6 mm and the tubing came out of tubing connector.